Event description:
Reporter alleged obtaining a blood glucose test result of 5 mg/dl which is outside the numeric reading range of 10-600 mg/dl of the compact plus system. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during that time. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that she lost the meter and it is possible no product will be returned for evaluation.